Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history record (DHR) review was unable to be performed since no material, lot/batch number was provided. Retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii unknown leaked at septum on (B)(6) 2025, the patient was admitted to our hospital due to a ¿cerebrovascular accident.¿ following the doctor's instructions, we performed a right brachial artery puncture on the patient. During the puncture, blood was seen overflowing from the stopper of the cannula. We immediately suspended the puncture, removed the cannula, applied pressure to stop the bleeding, replaced the cannula, and performed the puncture again, which was completed successfully.